Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample that pertain to product code vcp772d was received for evaluation. The product is a control release; each packet should contain eight strands. Upon visual analysis of the returned sample revealed that on one needle the appearance does not conform to the requirements, since the needle has an incorrect finish. Based on the information currently available, an incorrect finish was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported a black needle. Please provide more details. When the product was observed at sukagawa, there was a black needle and other 7 needles seemed to be normal. Is there evidence that could suggest that the reported suture was part of a product mix in the package? Unk. Please provide the lot number: sp2aaa. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral and strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an orthopedic procedure (B)(6) 2023 and suture was used. During the procedure, while using a nurse realized that the needle was black, so it was stopped using. No adverse patient consequences were reported. Additional information was requested.